Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated that he received bard samples from the urologist's office yesterday with a manufacture date of 10/15/19. He alleged the eyelet of a catheter cut his urethra, and caused bleeding. No medical intervention reported.